Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the distal end rubber adhesive had foreign material. The following non-reportable malfunctions were found during the device evaluation: the universal cord has a scratch and wrinkle, the connecting tube has a scratch, the bending tube is deformed, the angle wire is worn causing up direction to not meet standard values, the plastic distal end has a burn causing insulation resistance to not meet standard values. The suction cylinder has no color, the air water cylinder has no color, the suction cylinder is deformed, the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had the one time valve stuck. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the distal end rubber adhesive has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.